Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The patient is pacing dependent and experienced dizziness and syncope. Reprogramming was performed on this lead. The patient was further evaluated, and a lead revision was performed. This lead was capped and surgically abandoned, and a new lead was implanted. A device upgrade was performed as well. No additional adverse patient effects were reported.